Event description:
Covidien received information stating that due to a ventilator malfunction, the patient was placed on another ventilator. The patient was not harmed or injured reported as a result of the event.

Manufacturer narrative:
(B)(4).